Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported, she could not ¿walk¿ and had contact with a healthcare professional who diagnosed her with hyperglycemia and treated with "200 mg" of insulin (dose/type unknown). No further treatment information was reported. There was no report of death or permanent impairment associated with this event.